Event description:
It was reported that the pump experienced a malfunction. There was no reported impact to the customer¿s blood glucose level, as the caller declined to provide information on this matter. Technical support assisted the caller in resetting the pump, provided reset information, and advised the caller to continue using the pump while contacting them again if the malfunction code reappeared. The caller acknowledged and understood these instructions.